Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-103 - finger removed from strip before strip had sufficient time to fill test strip (B)(4). Note: manufacturer contacted customer on 1/19/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customers condition has not improved since the time of the call. Customer was feeling shaky and vision very blurry. Customer did not seek any medical attention. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 blood glucose results accompanied by symptoms. The customer is concerned with results obtained of e-2. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dizzy, headache, dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-2 using true metrix air meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.